Event description:
It was reported that the cleo infusion set dislodged while the patient was sleeping. The patient experienced hyperglycemia, headache, extreme nausea, chills, diaphragm and whole-body pain as well as difficulty thinking and speaking. The patient was transported to the emergency room.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.